Event description:
It was reported that this right ventricular (rv) lead was found dislodged during the normal office check. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged during the normal office check. This lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information received indicated that the dislodgement was confirmed through x-ray and prior to revision this rv lead exhibited high pacing threshold measurements. No additional adverse patient effects were reported.